Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that her previous sensor was reading low glucose and her blood glucose was higher. Customer inserted a new one and has sensor reading discrepancies again with sensor glucose level being lower. Customer stated she then received a change sensor alert. Customer stated the alert occurred after initialization and after two consecutive calibration errors customer stated that the sensor is fully inserted in the abdomen. During troubleshoot; customer stated that she inserted the sensor and performed new sensor and the led light on the transmitter did blink; carelink data was checked and seemed like the customer did not perform the start new sensor option. Current blood glucose is 175 mg/dl. Nothing further reported.